Manufacturer narrative:
Product evaluation: this product was returned for analysis, and the reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. Product history records were reviewed and all documents indicate the product met release criteria. Root cause: no root cause could be determined for the optical property; the lens optic was too damaged to conduct the necessary testing to determine the diopter reading. While we are unable to determine the origin of the damage, our observation reasonably suggest that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 01/11/2011, 01/14/2011, and 01/26/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was explanted due to a refractive surprise. Additional information has been requested.